Manufacturer narrative:
B3: event date estimated based on aware date as the date was not reported. The device was returned for analysis. A visual inspection revealed there was no damage on the distal tip or guidewire exit port assembly, and no sheath detachment was observed. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 24.5 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract, additionally, the catheter flushed normally. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic examination revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing shows an electrical open at the proximal wave form. During image characterization testing, no image appeared in the ilab system.

Event description:
It was reported that the sheath was not intact. The target lesion was located in the left anterior descending artery (lad). An opticross imaging catheter was introduced but upon entry into the guide catheter, the device was no longer over the wire and angiography revealed that it went down the circumflex artery instead of the lad. The site felt that the catheter monorail was not intact although it appeared to be. The device was removed and the procedure completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
H6 evaluation result and evaluation conclusion codes corrected. B3 event date estimated based on aware date as the date was not reported. The device was returned for analysis. A visual inspection revealed there was no damage on the distal tip or guidewire exit port assembly, and no sheath detachment was observed. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Ic windup began 24.5 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract, additionally, the catheter flushed normally. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic examination revealed the distal housing of the transducer was complete with no shattered pieces. Impedance testing shows an electrical open at the proximal wave form. During image characterization testing, no image appeared in the ilab system.

Event description:
It was reported that the sheath was not intact. The target lesion was located in the left anterior descending artery (lad). An opticross imaging catheter was introduced but upon entry into the guide catheter, the device was no longer over the wire and angiography revealed that it went down the circumflex artery instead of the lad. The site felt that the catheter monorail was not intact although it appeared to be. The device was removed and the procedure completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Event date estimated based on aware date as the date was not reported.

Event description:
It was reported that the sheath was not intact. The target lesion was located in the left anterior descending artery (lad). An opticross hd imaging catheter was introduced but upon entry into the guide catheter, the device was no longer over the wire and angiography revealed that it went down the circumflex artery instead of the lad. The site felt that the catheter monorail was not intact although it appeared to be. The device was removed and the procedure completed with another of the same device. No patient complications were reported.